Event description:
A customer reported receiving a lower than feels reading on her adc glucose meter. The customer reported that at 4:00am on (B)(6) 2012, she performed a test and received an unspecified "lower than normal reading." (The customer did not remember the reading.) The customer reported she experienced symptoms of "lower back pain and dizziness", and self-treated with "advil" to counteract the symptoms. The customer self-presented to her doctor and reported a diagnosis of hyperglycemia and treatment with "insulin and a pain shot". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1103702) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).